Manufacturer narrative:
Submit date 05/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states failure out of box, there was no function.

Manufacturer narrative:
Submit date 07/11/2016. An investigation of the reported condition was performed. One opened unit was returned to the manufacturing facility. Visual examination could not find any obvious defect on the unit. The unit was then functionally tested as per test procedure. This procedure tests the features of the unit. The returned unit met the acceptance criteria for all tests therefore the reported condition could not be confirmed. A possible root cause for this issue may be due to the set-up of the unit. If the fill spout is not fully closed it can result in a leak or if the connections to the patient are not sealed completely it can also result in a leak. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the lot. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.